Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 4 was failed and unable to recover. The field service engineer found that latch wiring harness ends were damaged and hence replaced to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door 4 was failed. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.